Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to this occurrence. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller, and confirmed the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction recurs.